Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was sticking in the left ventricular (lv) lead and not easily maneuverable before the lead was inserted into the delivery catheter. The physician noted they could not effectively manipulate the lead and guidewire and there was blood ingression at the tip. The lead was removed and a new lv lead was implanted. No patient complications have been reported as a result of this event.